Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the pumps user settings shows the I:c ratio has 4 daily segments of 8g,12g, 9g, and 12g at 12am,11am and 5pm, and 8:30pm, I:c ratio segments were correctly reflected in the bolus history. A 4hr power interruption is observed on 07/31/15, followed by a manual time and date change leading to the tdd appearing inaccurate. A test was performed with the same I:c ratio settings, ¿ez-prime¿ steps were performed correctly; no delivery interruption or any I:c ratio change occurred during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test. The product performs within specifications. Unable to duplicate ¿I:c ratio doesn¿t stay programed¿ complaint. Returned battery/cartridge caps were used during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. There was no additional information at the time of this report. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.